Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The returned device was visually examined, and the following was observed: curvature noted on sheath shaft. Liner fully expanded as designed. Distal tip torn axially and radially along distal liner edge. Hdpe stretching along radial tear; soft tip damage/stretching. All score lines are present. Scratches at the distal end of the shaft and soft tip. No pieces of the distal tip missing. Due to the nature of the device, no functional or dimensional testing were able to be performed. 3mensio imagery was provided and the following was noted: patient's right access vessel had the presence of tortuosity, calcification, and undersized vessels diameters. The required minimum luminal diameter for use of 14f esheath+ is '5.5mm. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors'such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio imagery showing an indication of tortuosity, curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 14 fr esheath+, upon removal of the esheath+, the distal tip was found to be nearly detached, although no vascular injury was observed. There were no visual abnormalities observed during device preparation and no resistance encountered during insertion or removal of the esheath+ or the delivery system. The tavr procedure proceeded without abnormalities, and no excessive force was required during device removal. The device will be returned for evaluation. The minimum luminal diameter (mld) was measured at 3.8 mm.